Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a high-pressure alarm occurred. The patient denied any tubing kins or closed clamps. The fingertip pressure applied to port site does not resolve the alarm. The patient did not feel comfortable continuing to troubleshoot by removing the cassette. The patient had difficulty attempting to remove the battery cover. After the cover and batteries were removed the patient noticed that the clamps were closed. Clamps were opened and batteries were reinserted to turn the pump on but the high-pressure alarm returned immediately. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a faulty dso sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.